Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension. Following a pulmonary vein isolation procedure, the patient went into an atrial tachycardia episode. The physician mapped the tachycardia to the right atrium lateral wall. Four pulses were applied to the area and after the last pulse, the patient went into junctional rhythm. The procedure was completed, and the patient was taken to the post recovery unit. It was observed that the patient was in slow junctional rhythm at around 40bpm and was hypotensive. The patient was started on an isuprel drip and stabilized. A few hours later the isuprel drip was discontinued, and the patient was in sinus rhythm with junctional beats and blood pressure was stabilized. The patient was being transferred to intensive care unit for observation and the patient is expected to fully recover. The device is not expected to return. No further information is available.